Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal of a lap-band access port due to an alleged port leak. The problem was first noticed on when "during a fill" adjustment, the "fluid was coming out." No diagnostic testing was performed. The port was replaced.